Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer that the needle is not retracting properly.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for these devices and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer that the needle is not retracting properly.